Event description:
Information received indicates the bed has no head up function when the button is pressed although hydraulic pump activates.

Manufacturer narrative:
The technician isolated the issue to the head up valve solenoid. He replaced the head up valve solenoid to repair the bed.